Event description:
Provider states that the arm sockets are cracked above where the bolt goes through. Provider did not have any additional information therefore no protocol questions asked.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.